Event description:
It was reported that non-sustained rv oversensing of far p waves was observed. Programming changes were recommended. The patient was stable. No further information is available.

Event description:
New information received states that the patient had an additional episodes of far p-wave oversensing. Programming changes were discussed. No further information is available at this time.

Event description:
New information received states that the recommended programming changes were made on the device and the patient was stable.